Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air bubble in the luer lock and the tubing. The customer's blood glucose level was 166 mg/dl. Tandem's technical support assisted the contact with clearing the air bubble.